Manufacturer narrative:
Product ID: 8709, lot# l54770, implanted: (B)(6) 1998, product type: catheter.

Event description:
It was reported that there was an alarm heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. It was noted that patient had no symptom change as they have put them on oral baclofen. It was noted that the pump was refilled on day or report. It was noted that the patient had missed their refill date two weeks prior to day or report. The pump system was delivering baclofen. Additional information received reported there were no symptoms and no troubleshooting had been done.